Event description:
Pacing inhibition was noted.

Event description:
Additional information received notes that high capture threshold was noted on the right ventricular lead.

Event description:
Related manufacturer report number: 2017865-2023-50518. It was reported during in clinic follow up that noise was seen on the ventricular channel. This noise resulted in oversensing and patient syncope. The source of the noise was unable to be conclusively attributed to the pacemaker or right ventricular lead, so on (B)(6), 2023, the device was explanted and the lead was capped. The patient was stable and asymptomatic.